Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed with 180 series scopes due to a failure of the board on the patient board set (circuit board/printed circuit board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the images did not display for the scopes due to a faulty printed circuit board. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor images did not display for various scopes model. The connection cord was switched out, but that didn't work. The scopes, however; worked with other processors. The issue was found during preparation for use in a therapeutic upper endoscopy procedure. The patient was not under anesthesia. There was no delay. The procedure was completed with the same device. There were no reports of patient harm.